Event description:
A malfunction occurred with the customer's device, displaying "malf 16," and the malfunction code was not resettable. There was no adverse impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced, confirming the warranty and the shipping address. The customer was advised to use multiple daily injections as backup insulin delivery and was instructed on how to put the pump into storage mode before returning it with a pre-paid label within ten days.